Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level has been as "high as 400 mg/dl."

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up supplemental report will be filed.